Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the hospital and there were observations of ventricular fibrillation (vf) episodes. It was noted by the health care professional (hcp) that some of the vf episodes were able to be converted but not all of them. The hcp consulted with the physician and the physician discussed implanting a dual coil lead for better defibrillation threshold (dft) testing and more options for conversion vectors. Subsequently, this right ventricular (rv) lead was laser extracted and replaced with a dual coil lead with good thresholds and success in the triad configuration with a 26 joule shock. No additional adverse patient effects were reported.